Manufacturer narrative:
Customer was sent parts in order that they may complete the repairs themselves.

Event description:
It was reported by service report that the wheels were worn. No pt involvement or adverse consequences are reported.